Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a foreign object was in the device nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
E1: establishment full name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign materials due to insufficient cleaning. Additional findings were as follows: the control unit had discoloration. Switch 4 was worn. The universal cord had a scratch and had a wrinkle. The protector of the universal cord on the suction connector side, the suction cylinder, the connecting tube, all had a scratch. The plastic distal end cover had a dent. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive around the objective lens and the adhesive around the light-guided lens both were peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.